Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign source - united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient will undergo a revision of their left side tmj prosthesis for an unknown reason. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial left tmj arthroplasty, the patient developed symptoms on the other side and her occlusion changed. A revision surgery will be performed to replace both joints to correct her occlusion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.